Event description:
It was reported that the insulin pump alarmed no delivery for the fourth time, and now the customer stated that she had run out of supplies. The blood glucose reading was 212 mg/dl. The customer advised that she did not have enough body fat at the insertion site. She stated that she had not tried all remedies for the no delivery alarms. Advised the customer to try the remedies reviewed to prevent recurring alarms and to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge